Manufacturer narrative:
(B)(4). Brand name: trinica self drilling screw fixed, 4.2 x 16mm or trinica self drilling screw variable, 4.2 x 16mm. Type of the device: common device name: trinica(r) anterior cervical plate system, trinica(r) select anterior cervical plate system. Catalog number: 07.00811.007 or 07.00812.007. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2020-00292.

Event description:
It was reported two screws of an anterior cervical plate were found to be fractured during a post-operative check up. There are no plans for a revision procedure at this time and no reported patient impacts. This is report one of two for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted